Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that during a follow up visit, this device displayed end of life (eol). An internal technical service consultant was contacted for device behavior at eol. As the device was at eol, replacement was recommended. There was concern that the battery depleted more rapidly than expected. It was thought this was due to the use of autocapture. When this device displayed elective replacement indicator (eri), the autocapture feature was programmed off, pacing output settings were 3.5 v resulting in a more rapid battery depletion. A replacement procedure was performed. This device was removed and replaced. No adverse patient effects were reported.